Event description:
It was reported that a rotawire tip detachment and vessel perforation occurred. The 75% stenosed target lesion was located in a mildly tortuous and moderately calcified distal of right coronary artery (rca). A 6f non-bsc guiding catheter was engaged into the lesion. After a 14 non-bsc guide wire crossed the lesion, intravenous ultrasound was performed. The guide wire was exchanged with a 330cm rotawire¿ using a non-bsc microcatheter. A 1.75mm rota burr was used with the rotawire. The rotational speed was set to 200,000rpm outside the patient. During ablation, the burr was move back and forth started at 189,000rpm in 12 seconds, then speed reduction of 1000-2000rpm for three times. Post ablation, the burr was removed from the patient. However, upon removal of the rotawire¿ resistance was encountered and radiographic image was taken and observed that 1mm radiopaque tip remained in the twig of the atrioventricular branch (av) of rca. Echocardiography was performed and a leakage into the epicardium was not observed. The physician noted that the 330cm rotawire¿ was trapped in the small blood vessel which may have contributed to leakage due to blood vessel perforation in the 4th av of rca. The physician decided to have the detached portion of the rotawire remained in the twig of the av of rca because there was no risk of the detached wire migrated to other place in the blood vessel. The bleeding from the part in which the wire tip remained was treated and stent was implanted in the lesion. The procedure was completed with a different device. No further patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The unit has wire kinked and spring tip damaged. The visual inspection was performed and the device presents: the body kinked at 93.1cm approx. From the proximal end, and the spring tip damaged (coilwire unraveled and broken and corewire broken). Moreover, evidence of tension/torsion overload was noted on the spring tip. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿exercise care in handling of the guide wire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guide wire fractures might require additional percutaneous intervention or surgery. (B)(4).

Event description:
It was reported that a rotawire tip detachment and vessel perforation occurred. The 75% stenosed target lesion was located in a mildly tortuous and moderately calcified distal of right coronary artery (rca). A 6f non-bsc guiding catheter was engaged into the lesion. After a 14 non-bsc guide wire crossed the lesion, intravenous ultrasound was performed. The guide wire was exchanged with a 330cm rotawire using a non-bsc microcatheter. A 1.75mm rota burr was used with the rotawire. The rotational speed was set to 200,000rpm outside the patient. During ablation, the burr was move back and forth started at 189,000rpm in 12 seconds, then speed reduction of 1000-2000rpm for three times. Post ablation, the burr was removed from the patient. However, upon removal of the rotawire resistance was encountered and radiographic image was taken and observed that 1mm radiopaque tip remained in the twig of the atrioventricular branch (av) of rca. Echocardiography was performed and a leakage into the epicardium was not observed. The physician noted that the 330cm rotawire was trapped in the small blood vessel which may have contributed to leakage due to blood vessel perforation in the 4th av of rca. The physician decided to have the detached portion of the rotawire remained in the twig of the av of rca because there was no risk of the detached wire migrated to other place in the blood vessel. The bleeding from the part in which the wire tip remained was treated and stent was implanted in the lesion. The procedure was completed with a different device. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).